Manufacturer narrative:
The report states: the patient was revised to address infection; stem removed. Doi: (B)(6) 2007 - dor: (B)(6) 2010 (left side). **update** (B)(6) 2011 litigation papers allege: patient suffered injuries to the body and extremities, pain and suffering of both the physical and mental nature, permanent injury to the body as a whole. It is also alleged on (B)(6) 2010, patient died from complications stemming from his asr hip implant. Dor: (B)(6) 2010 per litigation. Examination of the reported device was not possible as it was not returned to depuy. A search of the complaints databases finds no other reported incidents of any kind; including infection; against the product and lot code combination since its release to distribution. Additionally, research using the as400 system shows other devices from the reported lot as delivered and can be reasonably concluded as implanted without issue as no further reports have been received. Infection after this length of time implanted is not likely to involve a device or device processing error. Based on the inability to find any other reported incidents against the provided product and lot code it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address infection; stem removed. **update** (B)(6) 2011 litigation papers allege: patient suffered injuries to the body and extremities, pain and suffering of both the physical and mental nature, permanent injury to the body as a whole. It is also alleged on (B)(6), 2010 patient died from complications stemming from his asr hip implant. Dor: (B)(6) 2010 per litigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.